Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that after completion of procedure, the tips of the device had saline flow continue, as well as bipolar activation without anyone depressing activation button. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.